Event description:
It was reported that the ilet pump piston stopped midway during rewind while the user attempted a supply change, and repeated rewinds and tubing fills did not resolve the issue; the device was replaced and the user transitioned to backup therapy with blood glucose reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization and continued cgm use with standard therapy until replacement. Investigation included customer troubleshooting and logistics review for replacement and return. Investigation of the returned device revealed no mechanical malfunction of the pump piston within the cartridge delivery pathway, consistent with a device component failure that prevented proper rewind.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.